Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shocking lead impedance measurement greater than 125 ohms. Additional information was received indicating that the measurement obtained during a subsequent device interrogation was within normal range. The source of clinical observation was not conclusively determined. Normal follow-up will be continued. This system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that subsequent shock impedance measurements greater than 125 ohms were observed. Upon further review, slight noise was observed with isometric exercises. All measurements were found to be within acceptable limits during the in office check. No adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).